Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hiatal hernia, the bougie was down the esophagus and the stapler stapled across bougie. The stapler did not stop when it fired across the bougie, which it should have stopped or slowed down like it did on thick tissue. It was also reported that there was tissue damaged because the bougie was stapled to it then had to be removed. They used grasper to take out the staples from the bougie. They then had to sew the opening shut. Another device was used to complete the case. This resulted to extended incision of more than 1 inch and extended surgical time of more than 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the received photograph noted: a bougie was visible in the received photograph. The bougie was cut on one side. A reload was also visible in the image. Engineering performed an analysis of the system logs. The event log registered the device being used during one procedure and one firing completed. In that log an alert message for "high firing force" detected. The logs confirmed the message of the "motor excessive load" and "high firing force" approximately around the 60mm mark on the last row of staples. When it approached the last set of staples the handle detected a spike in current indicative of an obstruction, which was not associated with the end of the reload. The presence or placement of the bougie or an obstruction at the end reload requires more firing force for the knife blade and pusher to compresses the jaws as it gets closed to the obstruction. The warning and caution section of the reload instructions for use(IFU) states that "caution: when positioning the stapler on the application site, ensure that no obstructions (such as clips) are incorporated in the instrument jaws. F iring over an obstruction may result in incomplete cutting action and/or improperly formed staples." Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The handle is designed to stop firing after hitting the designated maximum firing force. If the force returned by the strain ga ge reaches or exceeds the maximum force value the power pack shall stop firing. The caution tone shall occur and the high force screen shall be shown as defined in appendix b". The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.